Manufacturer narrative:
Additional information: g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The involved device was not returned. However, a video was provided. A visual inspection of the submitted video noted one catheter. The venous extension tube was visibly leaking blood. Aside from the leakage, there appeared to be no other abnormalities with the device. With the video provided, the reported condition was confirmed and the most likely root cause was determined to be sharp instrument contact during use. It was reported that there was a leak or hole on the extension tube at or near the bifurcate/hub. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, on the day of the event, the patient had septic shock and underwent left femoral vein sheath catheterization and cvvhdf (continuous veno-venous hemodiafiltration) blood filtration treatment. After being put on the machine, it was found that there was a small leakage of blood outside the sheath. The catheter accessories were replaced immediately, and the patient was put on the machine smoothly. The original pipeline of the blood leakage was contacted by the manufacturer for analysis and treatment. There was no situation of combined medication/devices. There was no reported patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, on the day of the event, the patient had septic shock and underwent left femoral vein sheath catheterization and cvvhdf (continuous veno-venous hemodiafiltration) blood filtration treatment. After being put on the machine, while preparing for implantation, it was found that there was a small hole outside the sheath leaking blood above the bifurcation of the catheter. The leak was located at venous. The catheter accessories were replaced immediately as a remedial action, and the patient was put on the machine smoothly. The procedure had been completed. The original pipeline of the blood leakage was contacted by the manufacturer for analysis and treatment. There was no situation of combined medication/devices. There was nothing unusual observed on the device prior to use. There was no excessive force used on the device. The catheter was not repaired. There was no luer adapter issue. Besides the reported issue, there were no other visible defects/damages found on the product at the time of the event. There was no reported patient injury.